Manufacturer narrative:
A visual inspection of the locking caps revealed regions of usually high wear on three of the four returned locking caps. The remaining locking cap revealed markings consistent with those observed during normal operation. It was not indicated what locking caps were reported to have loosened. The cause of the reported issue could not be determined.

Event description:
It was reported by a representative from austria, that a revision surgery as done due to creo mis locking caps loosening post-operatively.

Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. The cause of the reported issue could not yet be determined.

Event description:
It was reported by a representative from austria, that a revision surgery as done due to creo mis locking caps loosening post-operatively.